Event description:
It was reported that during a procedure, the fiber stopped emitting energy. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber stopped emitting energy event as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Burn marks were observed on the connector face. Analysis identified there was no light coming through the sub miniature a connector (sma) connector, indicating a connector fracture. The functional testing was performed. The following message was displayed: applicator has been used 6 times. Fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. In addition, this could have led to overheating causing the melting observed on the connector face. The IFU states: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.